Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the upper case was broken, the lower case was contaminated, the ring cover and two side bail covers were broken, the battery release and lead flex cover were contaminated, the battery contacts were compressed, the ring was missing, one side bail was bent, the battery drawer was out of specification, the serial number label was torn and the keyboard pad was cosmetically damaged and contaminated. Further analysis was performed on the pcb. This analysis found that a capacitor component on the pcb caused the battery removal test failure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Event description:
It was reported that there was no power retention when the batteries were exchanged, that the external pulse generator "went blank." The generator was returned for service. It was indicated that there was no patient involvement associated with this event.